Event description:
Healthcare professional reported ¿discomfort and stiffness of the breast, suggestive of changes in the periprosthetic capsule¿ and ¿benign calcifications¿ diagnosed via mammography and ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued e.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and "stiffness of the breast" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "pain" and "stiffness of the breast".